Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited failure to capture. Programming changes were performed. There were no patient consequences.